Event description:
No new event description information to report at this time.

Manufacturer narrative:
D10 - product received on. Investigation/evaluation: a review of the complaint history, device history record, instructions for use, manufacturing instructions, quality control, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One cut 7.0fr triple lumen catheter was returned for investigation. The catheter was noted to be used and damaged. The catheter tip had been cut between the mid and proximal port. A leak test was performed, and no leakage was seen through the hubs. Water was then flushed through each lumen to test for occlusion. The blue, red and white lumens were not occluded. There was biological matter noted in the red lumen extension tube. Some liquid biological matter was flushed out during the occlusion test. The catheter shaft outer diameter and the outside diameter of the extension tubing (distal tip, mid port and proximal port) were all found to be within specification. The catheter length was measured to be shorter than specification length, however, the device did appear to be cut. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no nonconformances for device lot ns8327439. Complete catheter lot ic8102930 showed three nonconformance. The first nonconformance include five devices that had ¿252, coating in unspecified areas¿, in which all affected devices were scrapped. The second nonconformance included one device with ¿punched through material¿, in which the device was scrapped. The third nonconformance involved ten devices with ¿252, coating abrm in ID¿, in which all devices were scrapped. It was unable to be determined if these nonconformances are related to this incident, however, all nonconforming product was scrapped. It should be noted that there was one other complaint reported for lot ns8327439. The complaint devices shared a similar failure mode. It is possible that the two complaints could have a similar cause. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and the nonconforming devices were scrapped, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: "...tip position should be verified by x-ray and monitored on a routine basis. Do not exceed the maximum flow rate of 10 ml/sec. Exceeding the maximum flow rate of 10 ml/sec may result in catheter failure and/or catheter tip displacement." Precautions: ¿do not cut, trim or modify catheter or components prior to placement or intraoperatively." Suggested catheter maintenance: "after catheter is placed and prior to use, tip position and lumen patency should be confirmed by free aspiration of venous blood. If blood is not freely aspirated, physician should immediately reevaluate catheter tip position. Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure.¿ based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. Investigation did not find any resistance when flushing the catheter. It is noted that the customer stated that the device had not been modified, however, the device was returned with the tip of the catheter removed. Potentially, the distal tip of the catheter was removed after the catheter was removed from the patient. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. Concomitant medical products: syringe. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter was unable to be aspirated from two hours after subclavian placement. The device was flushed before placement and no difficulties were reported. The physician verified the tip of the catheter by x-ray. After placement of the device, blood was aspirated, however, the pressure was extremely high. The device was then heparin locked and a clamp was used to secure the device to the patient. Two hours after placement, the physician could not flush or aspirate blood from the blue or the white hub using a syringe. Blood was able to be aspirated from the red hub, but it was at high pressure. The device was removed and was not replaced. No adverse effects to the patient have been reported due to this occurrence.